Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an everflex entrust for treatment of a 110mm calcified lesion with chronic total occlusion of the distal region of the common iliac artery. The artery was 7mm in diameter with mild tortuosity and moderate calcification. A 6fr non-medtronic sheath and a non-medtronic guidewire were used. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 5x100mm device. There was no resistance during delivery to the lesion and the device did not pass through a previously deployed stent. It is reported there was difficulty removing the product after stent deployment. The stent was deployed with some of the red lock remaining in the handle section and the guidewire could not be removed. Upon disassembly in the hospital, the string-like part of the red lock has been pulled between the inner and outer cylinder and the guidewire was stuck. It was reported the stent 'just barely' fully deployed, deformation was noted to the deployed stent during the procedure most likely because the lock was not pulled completely. The stent was fully in place and the system was able to be removed from the patient body with the guide wire stuffed to the delivery system. The delivery catheter was not caught in the stent during removal. No additional treatment was required. No patient injury.